Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced same type of events of bent cannula with ten infusion sets that lead to high blood glucose. The symptoms wer noticed within 3 hours of insertion. The site of insertion was abdomen which was reported to be rotated regularly. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-07692 - device 7 of 10.